Event description:
It was reported non-sustained rv oversensing episodes were observed on a merlin transmission. It appears there is some far-field p-wave oversensing occurring and then the device senses the r-wave. The lfa filter is on and the max sensitivity is 0.5mv. The lfa filter was turned off but intermittent oversensing was still present. Dft testing was suggested. The patient is being monitored everyday. No further information is available.

Manufacturer narrative:
(B)(4).